Event description:
Chloraprep sepp (a plastic enclosed glass vial with a swab at the tip). While activating this device by crushing the inner glass vial I cut my finger, because a shard of glass protruded through the plastic enclosure. This is the second time this has happened to me using this same product.